Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated the ins turned off unexpectedly one time in the past, not long after implant in (B)(6) 2009, or early 2010. The patient noted at that time patient programmer batteries had also been depleted. It was explained that external equipment battery status does not affect the ins battery status. The patient mentioned when she was initially implanted, she was still experiencing the pain from the prior to implant. The patient stated did the ins not take care of the pain 100% but took a while to optimize the programming. The patient states she has subsequently changed groups as necessary. No further complications were reported/anticipated. The indication for implant was myofascial pain syndrome.